Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of myocardial infarction is listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 3.0x23mm xience sierra stent was implanted on (B)(6) 2019. The patient presented with non st-elevation myocardial infarction (nstemi). On (B)(6) 2019, the patient was readmitted with cardiovascular symptoms including nstemi. Treatment performed was unspecified and the final patient outcome is unknown. No additional information was provided.